Event description:
Device malfunction: none. Symptoms/ae: emergent cea, unable to remove filter, damaged stent time of symptoms/ae: during procedure. It was reported that during a right internal carotid stenting procedure, the accunet filter crossed the target lesion, but was not deployed due to inadequate landing zone. An embosheild nav6 filter was then used, successfully crossed the target lesion and was deployed, but was not completely apposed to the vessel wall and migrated down from the original landing zone. When the acculink stent was deployed, the distal tip of the stent delivery system caught on the nav6 filter. The stent delivery sys was withdrawn after "some difficulty." There was difficulty in advancing the nav6 retrieval catheter across the distal tip of the deployed stent. The filter was collapsed and retrieved with difficulty through the distal part of the stent. It is suspected that the nav6 filter caused damage to the distal part of the stent during filter retrieval. To treat the suspected stent damage, a non-abbott spyder fx filter was advanced through the stent and the filter was deployed without incident. A viatrac balloon dilatation catheter successfully post-dilated the stent and the dilatation catheter was removed without incident. Upon removal of the non-abbott filter, the filter became entangled within the stent, requiring an endarterectomy to remove both the stent and filter. The pt remained hemodynamically and neurologically stable. The pt was discharged home three days post operatively. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The rx acculink (part# 1011344-40/lot# 9050851) has been filed under MFR number 3004742046-2010-00041. Eval summary: the retrieval catheter and bar wire were returned. The return of the filtration element could not be confirmed. The barewire was returned fully back loaded through the retrieval catheter. The step on the bare wire had been pulled inside the retrieval catheter and possibly caused the filtration element to be pulled proximal to the expansive tip and into the shaft of the catheter. There were three beds in the barewire core at .5mm, 1.8cm and 2.5 cm proximal to the tip ball. There was no other damage noted to the embolic protection system. There was blood on the retrieval catheter and on the barewire as a result of conditions of use during the procedure. There was no damage noted to the retrieval catheter, however, the return of the filtration element could not be confirmed and is unk. There were bends on the barewire which likely occurred during the procedure as there were no damages noted during inspection prior to use. Difficulty of advancing the retrieval catheter and removing of the filtration element can be affected by numerous factors including, but not limited to pt's anatomical morphology, pt's disease state, device placement technique, accessory device support, damage to the delivery sys, interaction with other devices, and inadequate distance between the stent and the filtration element. The filtration element during deployment was not completely apposed to the vessel wall, which resulted in migration from the original landing zone and may have contributed to the distal tip of the deployed stent being caught on the filter basket. It should be noted that the instruction for use states, to ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. If the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the retrieval catheter so that its tip apposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of the vessel. Retrieval can then proceed. A filter basket that is not completely apposed to the vessel wall might have been possible if the vessel diameter is larger than the filtration element or there is inadvertent movement of the filtration element when it is already deployed. The rx acculink became compressed and upon removal of the emboshield, the rx acculink became more compressed and did not cover the lesion. Based on available info and the result of the analysis of the returned product, the conclusive cause appears to be related to circumstances experienced during the procedure. There were no indications of any product deficiencies which could have contributed to the outcome of the procedure. As part of mfg quality process, all catheters are inspected during the final inspection to ensure product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Review of the device lot history record shows that this lot met all the in-process inspections and tests. Product performance engineering will monitor the incident circumstances for possible future action.